Event description:
It was reported that the zimmer air dermatome was catching on the skin.

Manufacturer narrative:
The device was returned to the manufacturer for repair, however, the device evaluation is not complete. A follow up medwatch will be submitted once the eval is completed.